Event description:
The customer reported the ventilator shut down and alarmed when the facility lost power. The customer reported the backup battery was not working. The customer reported the ventilator was in use on a pt, and there was no harm. The respironics service technician reported the diagnostic log showed the backup battery depleted several times while in use. The service technician performed testing of the backup battery and all tests passed. The service technician reported the mains lead was going off and on and reported finding the power supply fan disconnected. The service technician replaced the power supply as a precaution.